Event description:
It was reported that the ilet displayed a ¿connect cgm or enter bg dosing stops soon¿ message after the user delayed replacing a prior dexcom g7 continuous glucose monitor (cgm), which led the system to transition into bg run mode while the new dexcom g7 sensor was in warmup; troubleshooting and education were provided regarding the cause of the message and device behavior. No adverse clinical symptoms reported. Outcomes included continued therapy using bg run mode with dosing continuity managed per device design and no medical intervention or hospitalization. User support included customer interview and device-use review with education on pairing and sensor warmup behavior. Investigation of this case revealed expected device performance with the pump entering bg run mode when no active cgm is connected during sensor warmup; no malfunction of the pump or cgm components was identified. It was concluded, based on previously established findings for similar reports, that user delay in cgm replacement and standard sensor warmup timing led to loss of cgm data and the device¿s intended transition to bg run mode.